Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported no deflection on the battery level gauge and no illuminated green led on the front of the battery backup unit. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.